Manufacturer narrative:
E1 continued: (B)(6). The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The investigation determined that the issue was resolved after replacing the control board. Based on the results of the investigation, the root cause is attributed to malfunction of the control board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was not displaying an image during set up / inspection for use (during set up in room / before patient in room) . There was no patient involvement.